Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 31. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 31. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bruxism. No product was returned to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.